Manufacturer narrative:
Results: cap piercer blade. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the cap piercer area of the unicel dxc 800 synchron system. Customer reported that the tube caps were wet, but not pierced. Customer reported that they were wearing personal protective equipment. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found an obstruction within the shuttle caused by a blade shard. The fse removed the obstruction, reinstalled the cap piercer and verified the mechanics.